Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD)'s vibratory notifier was not triggering post-magnetic resonance imaging. No intervention was performed. The patient had no consequences.